Event description:
Event description cpi received information that a patient with a ventricualr unipolar lead (4161) exhibited high thresholds and no capture, the patient had complete heart block. The (4161) lead was removed from service, the patient's implantable pulse generator (ipg) (0950) and atrial lead were removed due to an upgrade at this same surgery.